Event description:
According to the event description: complaint: when checked 2 hours after infusion, the catheter had come out and the medical solution had leaked. The tip of the catheter had torn out. The needle had not been placed against the catheter when it was inserted (the needle was not moved back and forth inside the catheter).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The quality management of b. Braun medical industries malaysia has taken note of this complaint notification. We are pleased to share the investigation result based on the feedback and sample provided. Device history record (DHR): reviewed the device history record for batch number 23m13g8923 and there were no defect encountered during in process and final control inspection. Sample for evaluation: received 1 (one) piece of introcan safety pur 24g, 0.7x19mm-jp without packaging. The cannula hub and protective cap were not returned for investigation. Visual inspection: upon visual inspection, observed the capillary had torn off approximately 9mm from the capillary horn. The tear off piece of the capillary was not returned for investigation. The tear off surface shows a clean cut with some form of irregularity. In addition, also observed the capillary around catheter hub area is deformed. Reference to the instruction for use (IFU): as communicated in IFU, warning section stated that: - after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. - extreme care should be taken not to cut the catheter and possibly cause an embolism. - in the case of an unsuccessful IV start, remove the needle first to activate safety mechanism, then remove catheter from patient and discard both. - do not use scissors or sharp instruments at or near the insertion site. Reviewed assembly process: this product is assembled on automated assembly machines equipped with 100% vision system and test stations. The defect returned sample is able to be detected at cal catheter tip inspection station and will be rejected. Investigation was further extended to ecm trim length, bevel and contour checking station and the defect unit was able to be detected, therefore the defect unit will not be further processed. The process cards for the complaint batch show no abnormality. Conclusion: this defect is most likely not appeared to be attributed by manufacturing process as the defect is able to be detected and reject by the in-line vision system. Suspected the torn capillary was cut by a sharp object not in manufacturing facility. Complaint is therefore not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.